Manufacturer narrative:
E1: (B)(6). Should additional information become available, a supplementary report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the bypass tubing of an ak 96 machine during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. Visual inspection of the machine showed that the red and blue bypass tubes were worn and leaked. A service history review was performed no similar issue was found for the device. The reported condition was verified. The cause of the leak was the worn tubing which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.